Event description:
User stated the valve body was cracked on the analyzer. He stated it was leaking a little, but not on the floor. No patient samples were involved as they were not using the analyzer until the valve body was replaced. No operators were harmed. A replacement valve body was shipped to the user who replaced it. They have not had any further problems and the analyzer is not leaking.